Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 15786376, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead having high impedances. The patient underwent a lead revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.